Event description:
It was reported that purple residue was leaking from the wrapping that contained this hose following the autoclave cycle. There was no report of injury of surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the hose was not returned for evaluation. Conmed linvatec has initiated a supplier corrective action to address this problem identified from a similar report. This problem of residue has been isolated to excessive dye coming from the braiding located on the exterior of the inner hose. The dye from the thread of this braid was found to be leaching out and causing this discoloration/residue. In addition, the residue from a similar reported problem was analyzed by a third party lab and found to be non-cytotoxic.